Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to detach from the catheter due to the spring in the handle came out. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.